Manufacturer narrative:
(B)(4). Batch # k90w05. The handpiece was received disassembled and the ¿transducer assembly¿ attached to a ace36e device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torqueing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the device condition we were unable to investigate further the hot handpiece and activation issues reported. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the har36 was assembled to hp054. The testing went well and they started to use the instrument. After a short while, the hp054 got very warm and the instrument did not work. When trying to re-assemble, the instrument was stuck in the hp054. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The procedure was delayed 10 minutes.